Event description:
It was reported by the customer's biomed that the device will take "excessive" time to charge to set values of 50 joules or less. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control provided customer with the part number and ordering information for a replacement power conversion pcb. The customer later indicated that the device has been retired due to the age and costs associated with the repair. The device has not been returned to physio-control for evaluation; therefore, further investigation cannot be performed.